Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer went to the emergency room on (B)(6) 2026 due to these issues with an elevated blood glucose (bg) level, but specific bg value was unknown, with ketones present and ketone level identified as dangerous by a health care provider. Customer received intravenous fluids of saline and insulin in emergency room. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Customer had previously resolved similar issues by changing infusion set and cartridge and resuming insulin. Reportedly, the customer reverted to an alternate method of insulin therapy.